Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 mixed tricuspid regurgitation (tr), flail and prolapsed anterior leaflet for a triclip procedure. During the procedure, first triclip was implanted on the anterior and septal leaflet. After two minutes of deployment, it was observed that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the septal leaflet. Physician decided to implant the second triclip on the medial side of anterior and septal leaflet. Physician decided to implant the third triclip on the central side of anterior and septal leaflet. During positioning of the third triclip in the right atrium, it was observed that a single leaflet device attachment (slda) has occurred for the second triclip and the clip was no longer attached to the septal leaflet. Due to slda to the second triclip, physician decided to place the third triclip on the medial side. After two minutes of deployment the third triclip, it was observed that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the septal leaflet. Physician stated that the patient had diseased and defective leaflets especially the septal leaflet and the slda was due to pre-existing patient anatomy. It was stated that the patient will be presented to the cardiac surgery department. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be challenging patient anatomy. The unchanged tricuspid regurgitation was a cascading effect of the slda. Tricuspid regurgitation is listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.